Event description:
It was reported that customer was hospitalized with high glucose levels and dka. Customer's wife stated that customer was in critical condition. Unable to complete troubleshooting during the call as wife did not have a clamp.